Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified that the reported error occurred via the system logs. The reported repeated non-recoverable error was reproduced. The master tool manipulator (mtm) grips were found to be ruined. The left mtm and the grips were replaced to correct the reported problem. The system was tested and verified as ready for use. Isi has not received a da vinci product to perform failure analysis. A system log review for the reported procedure was conducted by a failure analysis engineer (fae). The fae confirmed the occurrence of repeated 25521 non-recoverable errors. Errors 23031 and 23000 were also found in the logs, indicating that the left mtm likely suffered a hardware failure related to the embedded serializer master handle (esmh pca) or embedded serializer for master base (esmb pca). Per the fae, further troubleshooting would be required to determine the specific root cause. The replacement of the mtm grips is not related to the reported event and could be considered preventative maintenance.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, a non-recoverable error relating to the embedded serializer for master handle (esmh) occurred. A technical support engineer (tse) assisted the customer with the rebooting and emergency power on (epo) procedures; however, the issue persisted. The tse determined from the logs that the issue occurred on the left master tool manipulator, and they confirmed error 25521 in the logs. The procedure was reportedly converted to open. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) associated with this complaint, and a failure analysis (fa) investigation was completed. Fa reproduced the reported failure (error 24421) during the sine cycle. Isi contacted the site for additional information, and the following was received: the procedure was converted to open, and the following procedure was aborted, both due to the da vinci system failure/error. The patient did not experience any intraoperative complications, postoperative complications, or other harm as a result of the conversion to open. The customer experienced a repeated non-recoverable error, which no longer allowed the use of the system; the troubleshooting performed with the technical support engineer team was a hard power cycle of the system and the emergency stop procedure. The issue was not resolved with troubleshooting. The system was inspected prior to use, and no issues were noted during the system set-up process. The procedure had been in progress for approximately 1 hour and 10 minutes when the issue occurred.